Manufacturer narrative:
Section a patient information is not applicable. There was no impact to patients as a result of this event. The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse replaced the tarpon amp boards at the fs, fl1, and fl4 positions. Upon further review, this complaint was reassessed and will be reported late as it was determined that this event was in scope of the tarpon amp board recall. Bec is filing an MDR for this event based on the FDA classification of the (B)(6) urgent medical device recall as a class I recall on (B)(6) 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier (B)(4).

Event description:
The field service engineer (fse) reported amp board errors at the fs (forward scatter) fl1, and fl4 positions on their fc500 flow cytometer. There was no reported death, injury or change to patient treatment as a result of this event. There were no erroneous patient results associated with the event.